Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on (B)(6) 2026. There is no confirmation for the return reason of no power. Motherboard's j9 is broken, which possibly caused when is dropped. Feed waste manifold failed due to valve stuck. Zeolite existed in the manifold and fouled the valves.

Event description:
It was reported that the patient's unit stopped working and was not producing enough oxygen. As a result, the patient's oxygen levels dropped and the patient was taken to the emergency room and later admitted to the hospital. They were discharged after three days and they are recovering. A replacement unit was sent to the patient and it is working for them.